Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error. However, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a battery depletion error message. This device data was analyzed by engineering and the battery issue appeared to be related with many magnet resets. In addition, a few subcutaneous electrograms showed noisy signals likely due to myopotentials and some undersensed signals due to small/poor amplitude morphology. This s-ICD remains in service and no adverse patient effects were reported.